Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 a6 b3 b5 b6 d1 d2 d4 d6a g2 g4 h4 h6. The reported events of capsular contracture, lymphadenopathy, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient provided a pfn (completed by physician) which reported a capsular contracture baker grade IV and provided an MRI which revealed ¿prominent bilateral axillary lymph nodes measuring up to 2.1 x 1.6 cm at level I on the right, with siliconomas in between.¿

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿it started to look strange, the shape changed, I felt discomfort, I decided to go to the doctor, I did an ultrasound, magnetic resonance, it was found that the prosthesis had ruptured. I did some research and saw that this one had a problem¿. This record is for the right side. Device remains implanted.